Manufacturer narrative:
A ge service rep performed an on site investigation. The cooling fan connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had an overheating error message during a case. No pt injury was reported.